Event description:
Infusion pump "did not alarm during infiltration." The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, medication involved, medical intervention, or set up and programming of the infusion device.